Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A system log review could not be performed because an event date was not provided.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the cause and severity of the pneumothorax, and if the patient required any medical intervention or hospitalization due to the complication. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.